Event description:
Two treatments were performed using a diamondback 360 coronary orbital atherectomy device (oad) from the 85%-95% stenosed, severely calcifed, 3.5 mm - 4.0 mm diameter proximal to mid left anterior descending (lad) artery after intravascular ultrasound was performed. A perforation of the lad occurred on the second treatment. Three covered stents were placed in the lad to treat the perforation. Additional stents were placed in the left main (lm) artery. A ventricular assist device was used, pericardiocentesis and extracorporeal membrane oxygenation (ECMO) were performed, and the patient was intubated. The patient was extubated and the ventricular assist device and ECMO were removed. The patient was in stable condition.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).